Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the reported issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32100 error was triggered. The usm was then installed onto a psc fixture test platform (pftp), where the direction test failed on yaw axis and the chipencoder virtual absolute (cva) characterization failed on yaw. Once testing was completed, the yaw cva printed circuit assembly (pca) and flat flex cable (ffc) were applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the yaw cva pca and ffc were found to be the root cause of the reported event. The probable root cause of customer reported issue is determined to be a fault in the yaw cva printed circuit assembly (pca) and yaw cva flat flex cable (ffc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that recoverable error 32100 occurred on the universal surgical manipulator (usm) 2. The isi technical support engineer (tse) walked the caller through performing a hard power cycle with emergency power off (epo), but the issue persisted. The tse discussed to disable the usm arm 2 and proceed as a 3 arm case or to swap the patient side cart (psc). The csr clarified with the site and stated they were proceeding as a 3 arm case. The procedure was completing as planned with no report of patient injury.